Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device, prior to the onset of cardiopulmonary bypass, the user reported the device did not function as expected. As a result, an alternate device was employed for the procedure. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.